Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device, the multi-function cable and the external paddles were returned to a certified service provider for evaluation. The customer's report was not replicated or confirmed during the evaluation. The device was put through extensive testing including stress testing without duplicating the report. The paddle set was tested and inspected with passing results. The device was recertified and returned to the customer. Review of the device log did show multiple attempts to shock that were unsuccessful. The logs showed that the user may have pressed the shock button located on the device instead of using the shock button located on the external paddles, causing a "use paddle discharge" message, or that the buttons on the paddles did not respond. This could not be firmly established as the paddles passed all testing. The issues recorded in the log do not indicate a device malfunction. Analysis of reports of this type has not identified an increase in trend.